Event description:
On (B)(6) 2011 pt reported receiving occlusion error. Pt stated it is causing her blood glucose level to be higher. Had pt disconnect and attempt to prime, occlusion occurred. Had pt disconnect the infusion set tubing and attempt to prime; occlusion occurred. Had pt remove the insulin cartridge and attempt the change the cartridge function; infusion device primed fine. Had pt go back through the change the cartridge function, adjust the piston rod and attempt to prime; primed with no error. Had pt connect the infusion set tubing and attempt to prime; was successful. Pt hooked back up to the infusion site. Advised pt to check her blood glucose level before delivering more insulin. Pt reported she tested and the meter read 'hi'. Pt's normal blood glucose range is 60-195 mg/dl. Pt stated she did not feel well and was going to the bathroom. Pt reported that she will change the accessories and fix the issue and then come back. Pt stated she delivered the bolus alright. Pt no longer has the alleged insulin cartridge and infusion set. Advised pt to change to her back up infusion device. On f/u call on (B)(6) 2011 pt stated she set up everything and is still having issue with occasional occlusions. Submitted a request for assistance. On (B)(4) 2011 clinical specialist reported speaking to pt. Clinical specialist stated pt had another occlusion alarm today but found that insulin was leaking at the infusion set tubing and the insulin cartridge connection. Clinical specialist reported pt changed both and seems to be doing fine. On f/u call on (B)(6) 2011 pt reported she is no longer having issue with leaking anymore and there are no more occlusion issues. Pt stated once she received the occlusion she noticed the leaks, changed out the products, and has not had those issues since. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.